Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183012 - vanguard cr ilok fem-rt 70 - j6369071; 141254 - polished finned tib tray 75mm - 2018050406. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as products are unavailable due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001825034-2019-03677.

Event description:
It was reported that patient underwent right knee revision approximately 2 months post implantation due to suspected infection. Attempts have been made, and no further information has been provided.